Event description:
In 1999 the pt was admitted for right breast biopsy of a cyst. 5 months later they developed an infection of their right breast with multiple abscess formations. They report multiple infections and abscesses in the interim time as well, for which they visited their physician for "infection control, treatment and surgical treatment". They are reportedly continuing to spit sutures and have eruptions of blood and pus on their breast at present.